Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the set and use manual injections as per md protocol.